Event description:
Pt reported obtaining back-to-back blood glucose results of 217 mg/dl, 345 mg/dl, and 496 mg/dl on the advantage system. The following day, pt reportedly performed additional back-to-back tests with results of 227 mg/dl, 340 mg/dl, and 495 mg/dl. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: comfort curve strip lot 549522 with expiration date 2/29/08.

Manufacturer narrative:
The comfort curve test strips are the suspect device.